Manufacturer narrative:
A2 age at time of event: 18 years or older. E1: (B)(6) hospital. The device was returned for analysis. Visual inspection revealed the imaging window was twisted, and the sheath was kinked. Impedance testing showed an electrical open at distal catheter between 50-60 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 16jan2024. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient status following the procedure was stable. However, device analysis revealed the imaging window was twisted.

Manufacturer narrative:
A2 age at time of event: 18 years or older. E1: initial reporter facility name - (B)(6). The device was returned for analysis. Visual inspection revealed the imaging window was twisted, and the sheath was kinked. Impedance testing showed an electrical open at distal catheter between 50-60 cm from the distal housing.

Event description:
Reportable based on device analysis completed on 16jan2024. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion but could not show the image. The procedure was completed with another of the same device. No patient complications were reported and the patient status following the procedure was stable. However, device analysis revealed the imaging window was twisted. It was further reported that the 70% stenosed target lesion was located in the mildly tortuous and moderately calcified left main coronary artery.